Event description:
It was reported that the tip of the device has broken off prior to the procedure. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the manufacturer for investigation. The investigation is ongoing. The device was received by the manufacturer for investigation. When the investigation is complete, a follow up report will be filed.